Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Approximate date of implant: (B)(6) 2017. Date of explant: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "1y 5m po underdrainage. Explanted. Delivered with the return kit inside an unknown liquid."

Manufacturer narrative:
Investigation: optical test: in the first step of our investigations we made a visual inspection of the valve. The visual inspection could detect some scratches on the housing membrane, but no damage. Penetration test: to check if the valve is clogged, we have performed a permeability test. This test is of hydrostatic pressure difference of approx. 20-30 cmh2o in flow direction. The test has shown that the valve is permeable. Adjustment test: the investigation has shown that the valve can be adjusted up and down in all pressure stages. Test at the computer test bench: the valve was tested on the miethke test bench. It went through the standard test from the standing position. Here the liqourflow of 60 ml / h is gradually reduced to 5 ml / h and back to 60 ml / h (based on iso 7197). The resulting pressure is measured. Result: based on our results we can not confirm the suspicion of the underdrainage. However, we suspect that the deposits found inside the progave valve could have temporarily led to a functional impairment no corrective action required.